Manufacturer narrative:
All pertinent information available to second sight medical products has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2015. The patient is participating in a post-market study of the argus ii. During the patient's 1-day post-op visit, the surgeon observed a vitreous hemorrhage in the implanted eye with anterior chamber spillover causing hyphema. On (B)(6) 2015, the patient experienced high intraocular pressure. The surgical intervention. On (B)(6) 2015, the surgeon performed a vitrectomy and an anterior chamber washout. There was no defect or malfunction of the device associated with this event.